Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on the day of the event, the patient was admitted to the hemodialysis unit for dialysis. During the procedure, a crack was observed at the venous end of the hemodialysis catheter where it connects to the syringe. There was no leak. Tego was not utilized. Nothing unusual was observed on the device prior to use. The insertion site was not treated prior to product placement. No other products are being utilized with the device. No excessive forced use on the device. The cleaning agent(s) are allowed to dry thoroughly prior to applying ointment(s) to the area. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. No blood loss, and blood transfusion was not required. No intervention/treatment was required as a result of the event. There was no reported patient injury.